Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a rash on his back under the therapy pads. Patient reported the area as red, bumpy and "very itchy". There was no alleged device malfunction contributing to the irritation. An rn recommended that patient use alcohol and baby wipes to clean the patient's skin. Follow up indicated that the patient was using hydrocortisone cream, per his own recommendations. The patient's spouse reported that the rash has improved.